Manufacturer narrative:
The investigation has been completed. The console (ic9143) was sent back for further investigation. Aic logs confirmed the reported failure. There was a battery failure alarm (transport connection blown/ missing ¿ event set #360) due to low pack voltage. The cause of the aic issue was a defective battery due to a single cell imbalance. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported the automated impella controller (aic) experienced a battery failure red alarm. No patient was involved.